Event description:
The customer reported to vyaire medical problem with bellavista1000e us giving technical failure 379 - no o2 dosing possible during setup prior patient use. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and wa able to duplicate the reported issue.the fsr replaced the inspiration block,performed base test, preventive maintenance and system check procedures. Flow sensor and o2 calibrations were performed and the unit is ready to be put back into use.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 "results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician installed 6k preventive maintenance, replaced driver and also replaced pr6 that was broken. Technician checked power supply, calibrated pressure transducer, checked pneumatics and alarm function, calibrated dynamic displacement indicator board and driver controller. Performed final test, all tested ok according to factory specifications. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available